Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "deflation." Healthcare professional confirmed the right side "deflation" and additionally reported "exchange from textured to smooth implants due to the patients concerns with the product." Device remains implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photograph a device labeled right side, has red particles on the surface of the device and a crease fold. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5, d.7, h.6.

Event description:
Device has been explanted.